Event description:
Rn went to retract needle and felt the needle "jerk." Rn did not see needle retract into safety coil in the syringe. After ensuring the needle was not in the patient, she looked and the needle retracted, but got stuck and did not retract entirely.